Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that, the patient experienced issues with two infusion sets, both of the same type. The cannula of the infusion set was kinked. The events occurred within the last 2 weeks. The patient noticed symptoms within 3 hours of insertion, and the site of insertion was the abdomen. The patient regularly rotates the site location, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) levels at the time of the issue were around 330 mg/dl and 250 mg/dl for event 1 and event 2 respectively. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-10707 - device 2 of 2